Event description:
Vitalyst early feasibility study. It was reported that stent was not well apposed. During the index procedure, the 80% stenosis in the left ostial to proximal left anterior descending artery (lad) and in the lcx was treated by angioplasty using 2.50 mm non-compliant balloons followed by intravascular ultrasound imaging (ivus) of each vessel. Subsequently, severe calcification in the proximal lad and proximal lcx was treated with angioplasty using a 3.00 mm non-compliant balloon and a non-boston scientific lithotripsy balloon followed by angioplasty using a 3.50 mm wolverine cutting balloon. Two 3.50 mm x 24.00 mm synergy megatron des were implanted followed by proximal optimization technique using a 4.00 mm balloon. A proximal mal apposition noted in the lmca segment of the stent was post-dilated using a 5.00 mm balloon. In addition, a contained perforation was noted in the lmca which was treated by balloon angioplasty with serial inflations using a 4.00 mm ptca balloon which stopped all extravasations. Echocardiogram revealed good result with no pericardial effusion. Post intervention lesion assessment revealed, timi 3 flow and 0% residual stenosis. Estimated blood loss was noted to be 50 ml. The subject was transferred to the critical care unit where they remained hemodynamically stable with good perfusion markers. The subject was transferred to the floor for further management. The event was considered resolved and the subject continued dapt and metrprolol.